Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, compromised immune resistance, xerostomia, periodontal disease, pain, swelling, bleeding, inflammation, mobility ((B)(6) are same patient).